Manufacturer narrative:
Date is approximate with month/year validity.

Event description:
(B)(6) 2018, (B)(4) eri/low ins icon-early depletion; explant for details pertaining to the related event] information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient their ins was moving around from side to side in the pocket, their back was hurting and they could feel the ins turned. The patient also noted they were getting frequent pain and ins was pushing on a nerve. The patient asked how long would the incision take to heal and was this normal? The patient was wanting to know what the next step would be. There were no further complications reported.